Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen remained functional but the rear housing separated from the body of the device, consistent with a hardware enclosure separation of the screen bezel or back cover. Symptoms included no reported changes in blood glucose readings and no physical injury. Outcomes included user transition to backup therapy and shipment of a replacement device. Investigation included collection of user report and photographs for product evaluation. Investigation of the returned device revealed a mechanical separation of the device housing consistent with a device component integrity issue affecting the external enclosure while core electronics and display function persisted. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity failure of the device housing.